Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, resulting in the ventricular fibrillation episodes. All the other electrical measurements were normal and patient did not receive inappropriate therapy. The device was reprogrammed to resolve this issue and the patient was stable after the intervention.

Manufacturer narrative:
A partial lead with the distal end was returned in one piece measuring 45.5cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received on october 18, 2018 indicates that the patient's right ventricular lead was removed and replaced on october 18 due to the previously noted lead noise. The noise was able to be reproduced via isometrics. The patient was stable throughout.